Event description:
It was reported by service report that the brakes are stuck and will not disengage properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly, brake link assembly.